Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the customer received 2 false negative results when using bd veritor at home covid-19 test (material # 256094), batch number unknown. Customer reported that she took 2 covid tests and both were negative. After unspecified days she found out, she was positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, review of software updates, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. A review of software fixes and software updates was conducted, and no issues related to this complaint were identified. No user email address or first name / last name were provided, so further investigation could not be performed by scanwell team related to this reported issue. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test that there was a fasle negative. The following information was provided by the initial reporter: problem description: false negative. Troubleshooting steps: received a voicemail this morning from a lady (could not understand what her name was). She said she took 2 covid tests and both said negative. After unspecified days she found out she was positive. She is very upset and wants someone to call her back. She wants to file complaint and understand how this happened. Her phone number is resolution: n/a. Number of products affected (ex: 1 scan card; both reagents; etc.): 2. Where was the kit purchased/sold? (Employer, walgreens, etc.): n/a. If the defect is visible, are photos available? No. O if yes, please advise the customer to email the photo and case number to bdveritorathomesupport@bd.com. Is escalation required? (Team handed off to): no. Is follow up required? Y/n - no. Was there any report of adverse medical impact? If so what? No.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test that there was a fasle negative. The following information was provided by the initial reporter: problem description: false negative. Troubleshooting steps: received a voicemail this morning from a lady (could not understand what her name was). She said she took 2 covid tests and both said negative. After unspecified days she found out she was positive. She is very upset and wants someone to call her back. She wants to file complaint and understand how this happened. Her phone number is n/a. Resolution: n/a. Number of products affected (ex: 1 scan card; both reagents; etc.): 2. Where was the kit purchased/sold? (Employer, walgreens, etc.): n/a. If the defect is visible, are photos available? No. O if yes, please advise the customer to email the photo and case number to (B)(6). Is escalation required? (Team handed off to): no. Is follow up required? Y/n - no. Was there any report of adverse medical impact? If so what? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.